Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had trouble and dying every 3 days. Customer's experienced high blood glucose level was 21 mmol/l at the time of the incident and other blood glucose level was 21.5 mmol/l. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump for high blood glucose. Customer reported that they did not alleging insulin pump was under delivering. The device will not be returned for analysis.